Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that, during lead replacement surgery on (B)(6) 2021, the lead could not be implanted due to scar tissue. As a result, the surgery was abandoned.